Event description:
It was reported that insulation damage was observed. Patient received inappropriate shocks. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found external abrasion between 18cm and 19.2cm from the connector pin, consistent with friction to ICD can. One of the re cable etfe coatings was damaged at the same location. The etfe damage is consistent with the observation from the field of inappropriate shocks when the lead is contact with the can.